Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer did not observe any failures. The fse tested the door multiple times and confirmed that it operated without issue. The fse noted that ringer solution bags were stored behind the door and advised the customer to ensure the bags were not resting against the door, then ran the hardware test application acceptance tests successfully. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the door kept failing, and there were door latch issues. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.